Event description:
A report was received the patient was experiencing inadequate stimulation. X-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein two leads were added and patient was doing well postoperatively.